Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx was able to pass op check, but the red x was still displayed. There is no indicaiton of patient involvement.